Event description:
It was reported that the device was used during a low anterior resection. The device was fired over the specimen and the device cut, but did not fire any staples. The area was transected and restapled. Unknown how the case was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): damaged release button. The analysis results showed that the device was received with the release button damaged and with a reload loaded in the device. The reload was received loaded with staples, with the washer uncut and with the knife recess below the reload deck. Four staples were missing from the reload and the rest of them were noted to be protruding; this condition is consistent with the device being partially activated. As a result of the partial firing, the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete and the staples were noted to have the proper b-formed shape. The device was disassembled to verify the condition of the internal components and the release button was found broken, but it is not related to the reported event. While no conclusion could be reached as to how the release button got broken, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, all devices are inspected 100% for staple presence by an automated vision system and at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.